Manufacturer narrative:
Diopter: +21.00 se/2.0 silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens in three pieces. The optic and plate haptic are torn. There was evidence of brownish color and dry clear surgical residue on lens surface. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search and evaluation of the returned product. A specific root cause of the event could not be determined. Claim #(B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl 21.00 se/2.0 cylinder diopter one piece silicone toric lens. The lens tore during insertion into the patient's left eye. The lens was removed with no patient injury. Another lens, same model and size was implanted. No suture was used, cause of lens tear is unknown.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): device history record review. Result code(s): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): based on the complaint history, work order search, medical review, product evaluation and device history record review, a specific root cause of the event could not be determined. (B)(4).